Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. The fse replaced the fiber optic assembly. Following the repair, the unit passed all performance and safety tests in accordance with the manufacturers specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the unit with a reported failure of a fiber optic module sensor malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the assembly in the cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The part showed an alarm indicating a malfunction. The error log showed code 53 fos continuous bit failed. The assembly was separated into two parts. The boards were sent to the respective suppliers for failure analysis per the applicable procedure.

Event description:
It was reported by the getinge fse while performing a high-temperature recall that the cardiosave intra-aortic balloon pump (iabp) had a power on alarm that is fiber optic sensor module failure. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse while performing a high-temperature recall that the cardiosave intra-aortic balloon pump(iabp) had a fault alarm. There was no patient involved.